Event description:
A customer reported a tandem mobi cartridge alarm that caused their blood glucose level to exceed 500 mg/dl, displaying as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections and did not need incapacitating assistance. Technical support confirmed the cartridge alarm and, since it occurred during the loading process, decided to replace the customer's pump. The replacement pump will have updated software, and the customer was instructed on how to store and return the malfunctioning pump. The customer acknowledged the instructions and will use multiple daily injections as backup therapy until the new pump arrives.